Manufacturer narrative:
Zoll medical corporation has rec'd the prod and will be providing a f/u report when out investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "ECG fault 5" and "ECG disabled" messages. Complainant indicated that there was no pt involvement on the reported malfunction.